Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6)-old male patient, the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical italy for evaluation. The customer's report was not replicated or confirmed. The device passed without duplicating the report. The device was recertified and returned to the customer. An event date was not provided. However, the device logs range bewteen 1/24/2022 and 03/07/2022 and there is no evidence of the report within the log. The pads used during the event were fiab eurodefipads, single use, radiotransparent pads. The pads were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.